Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On may 6 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on an unspecified date she obtained results of ¿146, 155, 162 and 187mg/dl¿ on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. It is unknown what medications, if any, the patient takes to manage her diabetes and she denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of ¿nausea, hot flushes, sweating, shaking and headache¿ prior to the allegedly inaccurate results. The patient could not specify how long the meter had been reading inaccurately for. The patient reported that ¿one week¿ prior to contacting lfs she had received ¿advice from a pharmacist¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event. It cannot be ruled out that the meter was not reading inaccurately prior to the event.